Event description:
A 6f angio-sal vip was deployed following a valvuloplasty. The pt returned to the hospital one week later and was diagnosed with (B)(6) and later expired. Additional info was requested and not available.

Manufacturer narrative:
Event occurred approximately 6 months ago. No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The IFU warns not use the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.